Manufacturer narrative:
The instrument had not been returned for analysis at the date of filing. H4) manufacture date was unknown at the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure, the slap hammer instrument broke. The surgeon had to improvise to remove navigated trial as the slap hammer was broke. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The slap hammer instrument was returned to the manufacturer for analysis. Analysis through visual/physical examination confirmed the reported event. As reported, the slap hammer broke off at one end of the shaft. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.